Event description:
It was reported that during device change out procedure, externalized conductors and high pacing threshold were observed. The lead was capped and replaced. The patients condition was stable following the procedure.

Manufacturer narrative:
A partial lead with the connector pin measuring 13.3cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.